Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that intermittently high pacing lead impedance was observed on the lead. Impedances could not be reproduced with isometrics in clinic. All other lead measurements were normal. It was noted that the patient had an angioplasty at the end of june for a subclavian thrombus. Subclavian crush was suspected. Lead will be monitored remotely.